Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir for pah infusion a no disposable detected alarm was noted. Subsequently, pump and cassette were replaced. No patient consequences were reported. No adverse effects were reported.